Event description:
The surgeon inserted the cc4204a collamer single piece lens and inadvertently tore the capsule wile manipulating the lens inside the eye. The lens was cut out of the eye without further incident. No vitrectomy was performed. The reporter stated the incident was due to a surgeon's error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4): evaluation results: visual inspection of the returned product showed the lens was returned in liquid, tears in both the optic and a haptic, and a piece of a haptic plate was torn off and missing. Both sides of the optic and haptic were check for sharp/rough edges and edges were found to be acceptable. (B)(4).